Event description:
It was reported that when the ventilator was powered up during testing, the ventilator was turning on and off with an audible and visual reset alarm. The ventilator was not connected to a pt when the reported problem occurred.